Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the radius side assessed as surgical damage. Other technical: brown particles observed in the fill channel, observed delamination total of plug strap disk shell assessed as a cohesive failure and broken plug strap assessed as unidentified (tear) opening. Additional observations: creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation then later "particles in valve" and "plug strap separated". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, and h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced. The healthcare professional reported " particles in valve" and "plug strap separated."